Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report 9616099-2008-02791. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted with thirty days upon receipt.

Event description:
The notification received for the study indicated that during the index procedure, the patient experienced a neurological event reported as an ischemic stroke. The neurological symptoms began during post-dilation.